Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that while the ventilator was connected to the patient with no connection with the oxygen supply, the device did not alarm with 02 setting at 21%. It was noted that the patient felt unwell. There was no report of medical intervention. The device was swapped out with a different device. Below settings were used: s/t mode, ipap 18, freq 22, t insp 0.9, slope 2, epap 8, o2 21%. This complaint was assessed by a philips clinical expert, and it was determined that the allegation of "not feeling well" is a non-serious injury. Therefore, the device did not cause or contribute to a serious injury. Further information regarding the allegation has been requested. The biomedical engineer (bme) customer evaluated the device with the assistance of the remote service engineer (rse), and it was observed by the bme that with the settings at 21% o2 and no connection with the oxygen supply, the device does not alarm. This is normal behavior. At 22% o2, it was confirmed that there was an oxygen defect alarm as expected. The bme requested intervention by the philips technician to verify the performance of the v60 ventilator in terms of o2 measurement accuracy. There was no problem found with the v60 ventilator. The device passed the required performance verification tests per philips standards and was returned to service.

Manufacturer narrative:
Clarification to the statement of "patient was not feeling well" and other patient information were requested. Per response received, the questions were asked but the answers are unknown. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened, and a supplemental report will be submitted. D4 - product UDI number is corrected.

Manufacturer narrative:
This report is based on information provided by philips service personnel and has been investigated by the philips complaint handling team. Philips received an inquiry from the customer on the v60 ventilator, inquiring at what percentage does the fio2 alarm trigger given his patient was on a device with no oxygen connected. It was noted that while the ventilator was connected to the patient with no connection with the oxygen supply, the device did not alarm with 02 setting at 21% which is commonly known as room air (i.e. Zero supplemental oxygen). It was noted that the patient felt unwell. Further information was requested to clarify this, but the responder stated they asked but it's unknown. This record was assessed by a philips clinical expert, and it was determined that the allegation of "not feeling well" is a non-serious injury. There was no report of medical intervention. The device was swapped out with a different device. Below settings were used: s/t mode; ipap 18; freq 22; t insp 0.9; slope 2; epap 8; o2 21%. The biomedical engineer (bme) customer evaluated the device with the assistance of the remote service engineer (rse), and it was observed by the bme that with the settings at 21% o2 and no connection with the oxygen supply, the device does not alarm. This is normal behavior. The device would not trigger any alarm, as it is not looking for any supplemental oxygen. When the o2 was set to 22%, it was confirmed that there was an oxygen defect alarm as expected. The bme requested a philips technician to verify the performance of the v60 ventilator in terms of o2 measurement accuracy. There was no problem found with the v60 ventilator. The device passed the required performance verification tests per philips standards and was returned to service.